Event description:
Flush was hung on daunorubicin with secondary tubing, but flush would not infuse even after thorough troubleshooting of pump and tubing. Flush had to be done manually to make sure patient received all of chemotherapy.